Event description:
During surgery, one of the distal tangs broke off. The broken piece was removed. Another anti-torque was used to complete the case. No additional surgery time was reported.

Manufacturer narrative:
Device history record reviewed. Review of device history records indicate the device was manufactured to specification. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.